Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's aunt reported hospitalization due to high blood glucose and diabetes ketoacidosis. Customer started with a low blood glucose and woke up high. Customer was wearing the insulin pump at the time of the emergency room visit. The blood glucose reading was 300 mg/dl at the time of the emergency room visit. Customer felt defeated and was vomiting. Nothing further reported.